Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 500cc mentor memorygel breast implant and experienced capsular contracture; baker grade IV on her right side postoperatively. The issue was diagnosed in the office. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On may 8, 2024, mentor became aware that the right side rupture was found during bilateral replacement surgery with catalog number shpb740; serial number (B)(6) on the left side, and with catalog number shpb740; serial number (B)(6) on the right side (B)(6), 2024. It was also reported that the ruptured device was discarded. Hence, following fields have been updated on this form: is product problem under field b1 has been selected. Is required intervention has been selected under section b; field b2. Fields d6b for explantation date have been updated to (B)(6), 2024. Medical device problem code material rupture has been added to field h6. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device discarded". Reason for device explant and/or reoperation: right capsular contracture; baker grade IV, and rupture. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).